Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: this pump case was removed and corrosion was found underneath the internal battery. The display is dim/fading/reddish. Black box confirmed time and date reset to default settings after battery change on (B)(4) 2014, pump was exercised for 24 hours, then removed the battery for 6 hours and the time and date reset complaint was duplicated. (B)(6).